Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was extracted for high impedances, greater than 3000 ohms, and elevated thresholds. No report of noise or pacing inhibition. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - received device evaluation analysis upon receipt, the lead was found cut approx. 17 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The analysis of the returned fragments demonstrated multiple abrasion marks indicating friction against another implantable device. Furthermore, a deformation of the lead body approx. 16 cm distal to the is-1 connector pin in the region of the suture sleeve was observed. The inner conductor coil was found fractured at this position. This damage can be considered as the root cause for the observed elevated impedances and high thresholds mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to a tight suture. The cuts in the insulation resulted most likely from the extraction procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.